Manufacturer narrative:
Therapy and event date is estimated. Explant date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 1627487-2020-04245. It was reported patient experienced ineffective therapy. Reprogramming was unable to resolve the issue, as a result patient underwent surgical intervention wherein the ipg and lead were explanted.